Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported that the binaxnow¿ covid-19 antigen self test extraction came in contact with the nostrils while performing a nasal swab on (B)(6) 2021. No additional patient information, including treatment and outcome, was provided. The consumer confirmed there was no patient harm due to the test.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical services attempted to provide the reagent safety data sheet to the customer, but the customer stated they are fine and refused. According to the package insert in195150c v3.0: precautions the reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. The product will continue to be monitored and tracked.